Event description:
New information notes that suggested programming changes were not made. Patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, inappropriate antitachycardia pacing therapy for supraventricular tachycardia was observed. Patient was fine. Programming changes were suggested.